Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an allergan lap band procedure, upon inserting the 5 mm grasper, there was massive loss of pneumo. Another trocar was used to complete the procedure. There was no adverse consequence to the patient.